Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery while tandem technical support arranged replacement pump.